Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. In accordance with the instructions for use, the access ports were used to remove the device from the pt's anatomy. Hemostasis was achieved with the clip. The locator wings were noted to be damaged/bent when the device was removed from the pt artery. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the post clip deployed access port activated bail out state and the vessel locator exhibited all four of its locator wings to be bent and broken. It was determined that the wing attachment points within the vessel locator assembly were intact and inspection of the broken locator wing segments determined that there was no missing wing material. Damaged locator wings are consistent with difficult to remove device complaints. A possible cause for the wings damaged condition may have been the compaction of tissue between the deployed locator wings and the distal end of the device's clip delivery tube during the tube's deployment through the tissue tract, bending the locator wings distally. The wing's damaged condition can result in the inability of the locator wings to retract properly into the clip delivery tube after clip deployment. This creates a condition of resistance to device removal requiring the use of the access port function and in some cases applied force, to remove the device from the pt. The end result being damaged locator wings which is consistent with the complaint. Noted during the examination of the device was a redeployed plunger and its sub-components engaged with the safety release with subsequent vessel locator redeployment. This is achievable post clip deployment only after thumb advancer is retracted releasing the safety release from its distal position and is consistent with post procedure device manipulation. The redeployment of the plunger/vessel locator may have contributed to already bent vessel locator wings, further stressing the wings causing the wings to fracture and break. There was no other detected damage, no mfg or quality issue and the lot build history review did not produce any findings related to this report. Based on the investigation, the root cause for the complaint related to the operational context in the use of the device. No corrective action is required because no mfg/quality issue was detected.